Event description:
It was reported that during a cholecystectomy procedure that abdominal air leaked. Another like device was used. There was no patient consequence. No return device.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.